Event description:
This patient had a 5 fr orogastric (og) tube placed. The syringe pump would not run the feed appropriately, so the nurse removed the og that was in place. Upon removal, the nurse noted a hole in the og tube where it was not supposed to be. It was a 5 fr vygon nutrisafe2. The lot number is 190819ff. Hole in og catheter.